Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that there was a crack in the pump case near the battery compartment. It was also noted that there was a crack in the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: evaluation revealed that there was a crack at the top of the battery compartment extending towards the case seal. The battery cap was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.